Event description:
The patient presented with a 3.5mm tricuspid valve patch-leak presumably due to dehiscence and resulting in cyanosis. An 8/6mm amplatzer duct occluder was attempted to occlude the patch-leak, however, it prolapsed through the defect. Instead, a 6mm amplatzer septal occluder (aso) was implanted. A right ventricular angiogram revealed a stable aso with no complications. Within 24 hours the patient began showing signs of hemolysis. For the next several days, hemolysis persisted resulting in anemia and renal dysfunction. The patient required a blood transfusion and was admitted for surgery to explant the aso. Surgical findings revealed that the aso was in place within a 10-15mm-sized defect in the tricuspid valve patch. Multiple struts of the aso were reportedly fractured between the left atrial disc and central waist. Also, surrounding the patch and aso was a fibrinoid deposit. Hemolysis was reportedly related to the aso, the aso was explanted five days post-implant and the tricuspid valve patch was revised. Due to the complex procedure, hemostasis took longer to achieve. The patient was released to the picu in stable condition.

Manufacturer narrative:
The 6mm aso was returned to sjm and decontaminated. The aso was grossly examined, and approximately one-third of the wires on the proximal side of the distal disc were fractured but the sewing patch did not contain any tears or cuts; microscopic examination did not reveal additional anomalies. The aso met dimensional specifications when measured with a calibrated caliper. The aso was unable to be loaded into a test loader due to the severity of the broken wires. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause of the patient's hemolysis and broken wires reported during explant remains unknown.